Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's device alarmed for pump error, and the device shut down. The customer's blood glucose level was reported to be 149.4mg/dl. It is reported that the customer will be sent a loaner device.